Event description:
Leukemia [leukemia]; passing out [loss of consciousness]; vomiting [vomiting]; weakness [asthenia]; inability to walk [abasia]; mds syndrome [myelodysplastic syndrome]; fainting [syncope]; inability to stand [dysstasia]; high zinc [blood copper decreased]; peripheral neuropathy [neuropathy peripheral]. Case description: a regulatory authority rep reported that they were notified that an adult consumer, gender and age unspecified, used fixodent denture adhesive. Form/version unk, poligrip denture adhesive, or sea bond denture adhesive daily (B)(6) 1997 through (B)(6) 2009 to hold loose dentures and reported the following: leukemia, myelodysplastic syndrome, peripheral neuropathy, passing out, fainting, vomiting, weakness, inability to walk, inability to stand, high zinc, and zero copper level. Health care professionals were visited. Treatment: blood transfusions bi-weekly, blood building injections twice weekly. Vidaza chemotherapy, and aggressive vitamin and mineral intake. The case outcome was improved. No further info was provided.

Manufacturer narrative:
Lot number of product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.